Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04765. It was reported the system was turning off randomly, and it was occurring every other day. The recharge burden was determined to be within limits. The sjm representative met with the patient and determined the impedances were within normal range. Follow up with the patient found the ipg site was heating after 30 minutes of using the charging system to recharge the ipg. It was reported the patient would be provided with a replacement charging system. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.